Event description:
It was reported the patient is now experiencing high impedance after the generator replacement. Patient was referred for a lead revision. Patient had a lead revision performed. Per hospital policy, the explained lead was discarded.

Event description:
Patient had a generator replacement and no impedance issues were observed prior, during or following the surgery. It was decided by the surgeon to leave the lead implanted. The explanted generator was noted to have been discarded. No additional relevant information has been received to date.

Manufacturer narrative:
G4. Date received by manufacturer - correction - 06/22/2021 should have been captured as the aware date in the initial MDR.

Event description:
During a programming history database periodic review, the event of high impedance was confirmed. Imedance values were previously unknown. No additional or relevant information has been received to date.

Event description:
It was reported the patient has been experiencing neck and left arm discomfort. It was noted that the events were occurring since the generator replacement surgery in 2018. Patient has been having physical therapy performed. The patient's lead was noted to have been placed more superficial during the previous generator replacement. The patient was noted to be functioning well with low impedance. No known surgery has occurred to date. No additional relevant information has been received.